Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the stent was returned for evaluation; however, the catheter was not returned. The stent was unexpanded and clean. It measured 26mm in length and was also flattened. The result of the investigation is confirmed for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the device was being used in the renal artery. This is off label use of the device. Section b indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: covered stent dislodgement from balloon during tracking procedure. Covered stent misplacement during placement procedure. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: d4(expiry date: 05/2022), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during stent placement procedure, the stent allegedly dislocated over the balloon. It was further reported that the additional intervention was required to remove the device. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Investigation summary: the stent was returned for evaluation; however, the catheter was not returned. The stent was unexpanded and clean. It measured 26mm in length and was also flattened. The result of the investigation is confirmed for the reported dislodgement issue. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the device was being used in the renal artery. This is off label use of the device. Section b indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: covered stent dislodgement from balloon during tracking procedure covered stent misplacement during placement procedure directions for use: site access and preparation using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: d4 (expiry date: 05/2022). H11: h6 (method, result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure, the stent allegedly dislocated over the balloon. It was further reported that the additional intervention was required to remove the device. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. (Expiry date: 05/2022). Device pending return.

Event description:
It was reported that during stent placement procedure, the stent allegedly dislocated over the balloon. It was further reported that the additional intervention was required to remove the device. The patient status was unknown.